Event description:
It was reported during a follow-up consultation, that the patient with a tactra malleable penile prosthesis stated that he is still unable to achieve satisfactory sexual activity. The device experienced rotation of the right rod on its own axis, which resulted in twisted penis causing pain. A replacement surgery has been scheduled. No additional patient complications were reported.

Event description:
It was reported during a follow-up consultation, that the patient with a tactra malleable penile prosthesis stated that he is still unable to achieve satisfactory sexual activity. The device experienced rotation of the right rod on its own axis, which resulted in twisted penis causing pain. A surgical procedure was performed to remove and replace the tactra. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptoms of disfigurement and pain are a known risks associated with this device type/procedure and it is noted as such as in the instructions for use.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptoms of disfigurement and pain are a known risks associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported during a follow-up consultation, that the patient with a tactra malleable penile prosthesis stated that he is still unable to achieve satisfactory sexual activity. The device experienced rotation of the right rod on its own axis, which resulted in twisted penis causing pain. A replacement surgery has been scheduled. No additional patient complications were reported.